Event description:
The MFR received info alleging a ventilator was alarming. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a failure of the device to power on was observed. The device's sys board was replaced to address the issue.